Event description:
Same case as: 2134265-2009-06793. It was reported that during a peripheral stenting procedure, stent migration and a vessel puncture occurred. The left renal vein was compromised by 80% due to "nutcracker syndrome". Vascular access was initially obtained through the left groin vein with a 5fr sheath, however, due to vessel angle and tortuousity difficulties, vascular access was also obtained on the right side with a 6fr long sheath and a 7fr short sheath. An amplatz super stiff guide wire was advanced through inferior vena cava (ivc), through the renal vein and then out through the gonadal vein. The 7fr sheath was removed and the 14x40 wallstent endoprosthesis with unistep plus delivery system was positioned partially in the renal vein with a portion of the stent placed in the ostium and out into the ivc. The wallstent was deployed and its placement was accurate, however, the stenosis remained behind the proximal end of the stent. The wallstent was positioned at an 80 degree angle. As the wallstent sheath was removed over the guide wire, the stent moved slightly and was now positioned more into the ivc and less inside the renal vein. The physician advanced a 12x4 synergy balloon catheter to post-dilate the wallstent "to assure its wall apposition". The synergy balloon was positioned half in and half out of the stent and inflated. It was noted that the post-dilation result "looked good", however, when the synergy balloon was removed from the wallstent, the wallstent came back into the ivc and was lying transversely in the ivc. The physician transected the ivc and removed the wallstent, however, it was noted that a wallstent strut was protruding through the ivc wall. The physician then transected the renal vein and repositioned it on the ivc to resolve the "nutcracker syndrome". No further pt complications were noted and the pt's condition was reported as stable.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4), evaluation results (other: product meets reliability data.) After further review, it was determined that this complaint is associated with fa30nov2009 with an rcr number of 2919069-12/1/09-005-c. An investigation is in process, a final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation, results (B)(4): other, product meets reliability data. Abbott laboratories received an initial customer complaint alleging the cell-dyn instrument did not signal a waste full alarm. Although the original part for this event could not be investigated, the investigation of the reported issue determined that the part was in use greater than 2 years. The investigation into returned parts from the field showed that all have been in use greater than 2 years. In-house investigation of the returned parts could not reproduce the occurrence of the initial complaint. There exists a potential for the waste container to overflow with liquid waste when the waste sensor fails at the end of its life cycle. Based on the intended use, this part will wear out and need periodic replacement as it is in contact with biohazard material and customer usage/handling. It can be used on multiple cell-dyn instrument models. No preventive maintenance schedule was in place. A review of the cell-dyn system operators manuals showed adequate coverage of biohazard exposure and waste overflow as well as troubleshooting information for potential causes. The waste outlet tube assembly is performing as designed. The reliability and safety issues were determined to be within established frequency. A health hazard assessment (hha) determined a low health risk, which is consistent with the risk management file associated with the product although, the waste outlet tube assembly meets the reliability requirement, there exist a potential for the waste container to overflow with liquid waste if the product fails at the end of its life expectancy. The waste outlet tube assembly part life expectancy of 2 years is not currently in our product labeling. The preventive action will involve a label change for the waste outlet tube assembly. We are changing our labeling to have a part replacement schedule of 6 months; so, parts are replaced prior to the end of the 2-year life failure. This will help prevent overflow issues caused by end of life part failure. This is the final report.

Event description:
The account stated that the cell-dyn 1800 analyzer's waste full alarm did not trigger when the waste was full. The account stated that she pulled the wire loose but after replacing the loose wire, the waste alarm still did not trigger. The account stated that the waste container did not overflow because they were monitoring the waste. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). An expanded investigation has been conducted to evaluate this issue. The investigation of the returned parts from the field showed that the part has been in use greater than two years. Although, the waste outlet tube assembly meets the reliability requirement, this part will wear out and there exists a potential for the waste container to overflow with liquid waste when the waste sensor fails at the end of its life cycle. Therefore; the part will need periodic replacement as it is in contact with biohazard material and customer usage/handling. The part can be used on multiple cell-dyn instrument models. A review of the cell-dyn system operators manuals showed adequate coverage of biohazard exposure and waste overflow as well as troubleshooting information for potential causes. Abbott recommended a replacement schedule for the waste line assembly for the cell-dyn systems. The waste bottle cable is a subcomponent of the waste line assembly, changing the waste line assembly will result in changing the waste bottle cable. As part of the corrective action, a product correction letter, fa30nov2009, was issued to all affected customers. In this communication, abbott recommended replacing the part every six months. An update to the product labeling will be added as well with regards to this recommendation. A tag that can be affixed to these items was sent with the customer letter. This tag includes fields to record installation and replacement dates. The tags will also be introduced into replacement assemblies.

Manufacturer narrative:
Evaluation results: other, product meets reliability data. Abbott laboratories received an initial customer complaint alleging the cell-dyn instrument did not signal a waste full alarm. Although the original part for this event could not be investigated, the investigation of the reported issue determined that the part was in use greater than 2 years. The investigation into returned parts from the field showed that all have been in use greater than 2 years. In-house investigation of the returned parts could not reproduce the occurrence of the initial complaint. There exists a potential for the waste container to overflow with liquid waste when the waste sensor fails at the end of its life cycle. The waste outlet tube assembly has a long history of being reliable. There have been no trends in the performance of this part from a reliability perspective. It has consistently met reliability expectations. The waste outlet tube assembly has been on the market for over 10 years, and meets reliability expectations for the cell-dyn 1800 instrument. It can be used on multiple cell-dyn instrument models. A review of the cell-dyn 1800 system operators manual, showed adequate coverage of biohazard exposure and waste overflow as well as troubleshooting information. The waste outlet tube assembly is performing as designed. The reliability was determined to be acceptable, and the product is meeting expected safety performance as established in the product risk management file. Although the waste outlet tube assembly meets the reliability requirement, there exists a potential for the waste container to overflow with liquid waste if the product fails at the end of its life expectancy. This is the final report.